Event description:
The customer received questionable low ion selective electrode (ise) results, ise errors and noted the mixtower was overflowing. The technical support specialist (tss) advised the customer to change the mixtower, back flush the tubing that connects to the y below the tower and perform initialization of the ise and two activations. The customer performed the actions and stated the instrument then calibrated and ran controls without error. Data was provided for one patient sample that was initially tested on (B)(6) 2012 and repeated on (B)(6) 2012. The initial sodium result was 79 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 55.1 mmol/l and the repeat result was 102.3 mmol/l. The initial results were reported outside the laboratory. The repeat results were considered to be correct. The patient was not adversely affected. The sodium electrode lot number was 21514769 with an expiration date of 08/31/2012. The chloride electrode lot number was 21522667 with an expiration date 12/14/2012. The customer refused a service dispatch and stated she considered the problem resolved during earlier troubleshooting with the tss.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.